Event description:
The customer contact reported intermittent audible tones when keypad pressed. It was reported that while pressing the keys on the keypad, the customer contact noted "audible tones with key depression is only sporadic, not dependable in case of alarm." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible tone. This was due to a loose wire.